Manufacturer narrative:
The facility returned the impella cp product for analysis. Upon inspection there were two areas of damage observed at the 80 and 90cm marks. In addition, there was damage noted on the tip of the re-positioning sheath. The cause of hematoma was damage to the tip of the wound closure. The cause of this damage was unable to be determined. The failure mode will be monitored and trended.

Event description:
The patient was admitted for a cardiac angioplasty and had the impella cp placed via the left femoral artery. The patient developed a hematoma at the access site which was attributed to the cp re-positioning sheath. The patient had her impella cp removed and a second one placed to continue the patient support. In addition, the patient received four units of blood replacement. The second cp supported the patient successfully until wean and explant the following day.